Event description:
It was reported that this lead was explanted, approximately one month post implant, due to an inability to identify the product anomaly which was contributing to high pacing outputs and loss of capture; x-ray scan was able to confirm no product dislodgement. All other lead measurements were reported within normal ranges. The explanted lead was returned for analysis. Another lead of same model type was implanted during the same procedure and in absence of additional adverse effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete lead with a retracted helix. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function- the lead tip and helix appear intact. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this lead was explanted, approximately one month post implant, due to an inability to identify the product anomaly which was contributing to high pacing outputs and loss of capture; x-ray scan was able to confirm no product dislodgement. All other lead measurements were reported within normal ranges. The explanted lead is intended to be returned for analysis. Another lead of same model type was implanted during the same procedure and in absence of additional adverse effects.